Manufacturer narrative:
A biomérieux internal investigation was conducted. The customer did not comply with biomérieux's request for data/logs/files. Staphylococcus argenteus is not included in the vitek ms kb v3.0 knowledge base, and can therefore not be provided as an organism identification. The following system limitation is indicated in the vitek ms knowledge base user manual ref. 161150-556-b for vitek ms clinical use v3.0: "testing of species not found in the database may result in an unidentified result or a misidentification. Interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results." For information: staphylococcus argenteus is not present in the vitek ms kb 3.0 and kb v3.2. Consequently, the misidentification obtained by the customer could be linked to the following system limitation written in the vitek ms knowledge base user manual ref. 161150-556-b for vitek ms clinical use v3.0: "testing of species not found in the database may result in an unidentified result or a misidentification." This species is scheduled to be added in the vitek ms kb.

Event description:
The vitek ms identified an equalis (eq 2018: 01 / e) external quality strain to staphylococcus aureus. According to equalis, the correct organism identification was staphylococcus argenteus. After equalis announced their results, the customer performed repeat testing via vitek ms and obtained the same identification to staphylococcus aureus. It is important to note that staphylococcus argenteus is not included in the vitek ms kb v3.0 knowledge base, and therefore cannot be provided as an organism identification. The customer was unwilling to provide the requested data/files required for investigational evaluation to determine root cause. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. There is no patient directly associated with the equalis external quality strain. An internal biomérieux investigation was initiated.